Event description:
It was reported that a power on reset (por) occurred on the device. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. There was one power on reset (por) for write to locked random access memory on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012. (B)(4).